Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 1 and 4 hours. The patient was treated with a manual insulin injection of 4 units and the doctor applied a new pod to continue insulin treatment utilizing the omnipod system. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
An 0x1c alarm was generated, indicating the pod reached the expiration time. The downloaded data confirms the device ran for 80 hours. The device functioned as intended. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Correction to (d1): brand name from unavailable to omnipod insulin pump. Correction to (d2a): common device name from unavailable to pump, infusion, insulin correction to d(4): catalog no changed from unavailable to zxr425. Correction to g(4): PMA/510(k)# from unavailable to k192659.